Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell and brown particles. A visual and microscopic analysis was performed which identified broken sharp, broken striated, missing shell (0-25%) and creases fold. A dimension measurement of the shell was performed which identify the thickness within specification. Non-penetrating nicks. Base on the device analysis the final assessment is: a striated edge broken due to surgical damage consist in the use of some surgical tool. A sharp broken on posterior due to an unidentified (tear) opening. Missing shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.